Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a mark on the back side of the device case. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of device memory confirmed the presence of noise on all three channels. Next, this device was forwarded to the corporate laboratory for additional testing. A scanning electron microscope (sem) was used to assess the identified abrasion mark. Results indicated the presence of mp35n, consistent with the material used in the conductor coil of a lead. The memory in this device was cloned to a laboratory test device and saline tank testing was undertaken. A laboratory test lead (ra lead) was intentionally abraded, exposing the conductor coil, and then connected to the test device. The device was submerged in the saline tank and functional testing resulted in noise similar to that seen in the field. In conclusion, analysis revealed the atrial lead abrasion that was repaired during the revision procedure was most likely due to lead-on-can contact. This abrasion resulted in contact between the ra conductor coil and the device case and, ultimately, the observed noise recorded on stored electrograms. Based on testing as well as review of available data, we did not identify any device characteristics that would have contributed to the observed flat line of the atrial electrogram when the rv lead was connected to the atrial port.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered unneeded shock therapy due to high ventricular rates caused by supraventricular tachycardia (svt). The patient reported that they did not feel well. Additionally, recorded episodes indicated that the ICD system exhibited noisy signals on all three channels which were oversensed. Boston scientific technical services (ts) was contacted for troubleshooting assistance. At the time of the call to ts, there were noisy signals on the ra channel only. Ts discussed possible root causes and an analysis of device memory determined that the noisy signals on all three channels were likely caused by a lead system or connection issue. Subsequently, a revision procedure was scheduled. At the revision procedure, it was determined that the atrial port stopped working through testing. Additional information received indicates that the right atrial (ra) lead was damaged and a lead repair kit was used to repair the ra lead prior to connecting the ra lead to the new device. The ICD was explanted and returned for analysis. No additional adverse patient effects were reported.